Manufacturer narrative:
Please note that the following device codes also apply to this complaint: (B)(4). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2018-00060; 3005168196-2018-00061; 3005168196-2018-00062.

Event description:
The patient was undergoing a coil embolization procedure to treat a renal aneurysm using ruby coils and a lantern delivery microcatheter (lantern). It was noted that the patient¿s anatomy was tortuous. During the procedure, while advancing a lantern through a non-penumbra base catheter, the physician did not note any resistance; however, a penumbra staff noticed a small kink approximately three centimeters away from the hub of the lantern and advised the physician to switch out the lantern but the physician felt that it was fine and did not replace the lantern. While attempting to advance a new ruby coil through the lantern, the physician experienced resistance and subsequently, the lantern completely broke approximately three centimeters away from its hub. Therefore, the lantern and ruby coil were removed altogether. The physician then placed a new non-penumbra microcatheter into the patient and attempted to advance a new ruby coil into the microcatheter. However, resistance was encountered and subsequently, the ruby coil pusher assembly became kinked and the ruby coil was removed. The physician then attempted to advance another ruby coil through the same microcatheter. The ruby coil advanced smoothly up until approximately one centimeter from the aneurysm; the coil would not take the curve and was therefore, removed. Thereafter, the procedure was successfully completed using additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
(B)(4). This report is associated with MFR report numbers: 3005168196-2018-00060, 3005168196-2018-00061, and 3005168196-2018-00062.

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.